Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the 4.5x12 mm nc trek balloon was inflated twice to 20 atm. It should be noted that the nc trek rx coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Rbp for the 4.5x12 mm nc trek is 18 atm. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported deflation problem cannot be determined. The reported difficult to remove from the guiding catheter was a direct symptom/result of the reported deflation problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left renal artery. The contrast mix was 1:1 and the 4.5x12 mm nc trek balloon dilatation catheter (bdc) was inflated twice to 20 atm. Negative pressure was held for 30 seconds to 1 minute. The bdc only partially deflated the distal portion remained swollen. The bdc would not come out of the guiding catheter so the guide wire, bdc and guiding catheter were removed together. Another catheter was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.